Event description:
Procedure: urological. According to the reporter: it was reported that following anterior and posterior repair procedures, the dr observed erosion of the implant. The pt experienced pelvic/low back pain, dyspareunia, and "feeling like I have the flu since this was put in me". The dr performed a pelvic exam and noted mesh erosion of 4 cm in length and 0.5 cm in width. Revision surgery was performed in 2007. In 2008, the dr removed the posterior vaginal wall mesh.